Event description:
This case was reported by a consumer and described the occurrence of cardiac pain in a female pt who received poligrip (super poligrip denture adhesive powder) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started poligrip. At an unk time after starting poligrip, the pt experienced cardiac pain, numbness of upper extremities described as her "arm falling asleep", productive cough, loss of eyebrow, right leg numbness, headache, pain when walking and hair loss resulting in bald patches on her head. This case was assessed as medically serious by gsk. Poligrip was discontinued in 2008. The headaches were "easing" while the other events were unresolved. Super poligrip denture adhesive powder is manufactured in another country. The lot number for the product is available; however, the product will not be returned for quality assurance testing. No corrective actions have been required based on this report.

Manufacturer narrative:
.